Event description:
It was reported that a user experienced hyperglycemia with glucose levels rising above target into the 400 mg/dl and later measured at 266 mg/dl, while using the ilet system; the user acknowledged entering multiple meal announcements as a means to obtain insulin and had not performed a supply change. Customer care performed troubleshooting that included user education on proper use of meal announcements and advisement to perform a supply change due to a potential infusion site issue. Investigation of this case revealed user-induced algorithm disruption from false meal entries, with a potential infusion site contribution that could not be excluded. No symptoms associated with elevated blood glucose. Outcomes included self-management at home without medical intervention. It was concluded that the event was consistent with hyperglycemia related to user interaction with the device and potential site performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.